Event description:
Since surgery to implant the pedicle screws and rods (stainless steel) rptr has been experiencing extreme pain, itching and acidlike burning. As time progressed all of the symptoms are worsening. Rptr also has continuous transient swelling, inflammation and decreasing motor ability (walking). Asthma has increasingly worsened. Also continuous infections and hormonal problems. Md and reporter requested removal but was refused by insurer. Date of event 2/23/95 - present.